Manufacturer narrative:
.

Manufacturer narrative:
All buttons functioning properly. However, found corroded keypad traces. No button error alarm during testing. No frozen screen noted. Pump received with cracked reservoir tube lip, cracked case near display window corner, cracked on display window, and stained end cap sticker noted.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 120 mg/dl. The customer also reported the insulin pump's screen froze before the alarm occurred. The customer stated, the insulin pump was not completely blank. The customer also reported the alarm occurred after a new battery insertion. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.